Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-03761.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2017-03761. It was reported the patient experienced ineffective stimulation. Diagnostics revealed multiple high impedance values. X-rays indicated possible lead fractures. Per the manufacturer's device database, the patient underwent surgical intervention during which the leads were explanted and replaced.